Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel was flushed with cidezyme detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder and instrument channel port were manually cleaned with cidezyme detergent and a itabrush cleaning brush-standard (ref # (B)(4)). The scope was manually disinfected. The aer used was a steelco ew 2 along with neodisher sc detergent and neodisher ap disinfectant. The scope was stored in a steelco ed200 drying cabinet. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera iii gastrointestinal videoscope. On (B)(6) 2022, the scope tested positive for fifty (50) colony forming units (cfus) of pseudomonas aeruginosa. On (B)(6) 2022, the scope tested positive for fifteen (16) cfus of klebsiella pneumoniae and fifty (50) cfus of pseudomonas aeruginosa. On (B)(6) 2022, the scope tested positive for ten (10) cfus of pseudomonas aeruginosa. The customer initially reported the scope was contaminated with biofilm. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the hygiene microbiological investigation report, the legal manufacturer's final investigation. Health professional was inadvertently checked on the initial medwatch. The device was evaluated where no abnormalities were found though there were several technical defects such as the distal end cap was damaged, it was kinked under the protector by too much mechanical force, the air/water and suction cylinder was worn and the keytop1 was damaged. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.